Manufacturer narrative:
Only a partial lead measuring 44 cm from the connector end was received. Due to the returned condition of the lead, a complete analysis could not be preformed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead dislodged. The lead was removed.